Event description:
On november 25, 2015, nakanishi received an e-mail from (B)(4) about handpiece parts coming off. Details are as follows. On (B)(6) 2015, (B)(4) was made aware by incoming repair paperwork that a headcap and washers had come off from an nsk handpiece, ti-max z95l (serial no. : (B)(4)) and dropped in a patient's mouth. After becoming aware of the event, (B)(4) contacted the dentist to obtain the further information. The event occurred on (B)(6) 2015. The dentist correctly seated the bur in the handpiece and started treating the patient with the handpiece. The dentist suddenly heard a pop noise and stopped the treatment. The dentist viewed 2 small washers and headcap on the patient's tongue. The dentist removed the headcap and retrieved only one of the 2 washers from the patient's mouth. The patient was unaware that the event occurred. The dentist did not tell the patient about what happened nor did he inform the patient that the dentist retrieved only one washer. The dentist determined no medical intervention required. On november 16, 2015, (B)(4) sent the nsk forms to the dentist by email to complete the information on the event and patient. (B)(4) did not receive any patient information or any further response to the information requests. (B)(4) took the following actions to obtain the above information from the dentist: (1) november 17, 2015 : emailed to inquire if any assistance was needed with the completed (B)(4) form request. (2) november 18, 2015 : made a phone call and left message with receptionist requesting additional information. (3) november 18, 2015 : sent certified letter and forms to the dentist requesting additional information. (4) november 24, 2015 : provided a new handpiece replacement to the dentist because of the (B)(4) policy when the handpiece needs to be sent to the manufacturer for a full evaluation. (5) november 25, 2015, forwarded the handpiece, ti-max x95l to manufacturer for evaluation.

Manufacturer narrative:
Upon receipt from nsk america of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device. The returned device had a head cap and washers missing. These activities are described in more detail below. Methodology used : nakanishi examined the device history record for the subject ti-max z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi then reviewed results of the various evaluations performed in the past as described below to explore the possibility of the parts loosening. - test for parts tightening torque with handpieces used for over 4 years. - test for parts tightening torque using handpieces with insufficiently engaged parts. - observation of the headcap by cutting a resin/copper plate with heated handpieces using various torques. - test for parts tightening torque with handpieces that had been repaired multiple times. - test for parts tightening torque with autoclaved handpieces. There were no abnormalities observed in the review. Nakanishi kept all of the above test results in a file. Nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi did not observe any abnormalities, such as abrasion, damage, contamination of the inside parts. Nakanishi took photographs of all the disassembled parts and kept them in a file. Conclusions reached based on the investigation and analysis results : nakanishi did not identify the cause of parts coming off of the returned device because nakanishi did not observe any abnormalities in the tightening torque tests and the visual inspection. In spite of the fact that nakanishi did not identify the cause, nakanishi considers the possibility from many years of experience of making and testing handpieces that strong impact may be applied to the head cap, which would cause a decline in fastening power between the head cap and the head. In order to prevent a recurrence of the parts coming off, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed that there are clear instructions for checking the headcap tightening prior to use and for ensuring proper periodic maintenance. Nakanishi directed nsk america to remind the user of the importance of checking the headcap

Manufacturer narrative:
On october 14, 2016, nakanishi heard from the distributor that no additional information regarding the patient was available.